Manufacturer narrative:
The report of discomfort at the ipg site was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all tests on the automated test equipment (ate); during which no anomalous outputs were noted. During analysis of the returned ipg no anomalies were identified that would have contributed to the reported issue. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site. The report stated that the ipg pocket site was relocated multiple times prior to explant which did not resolved the discomfort issue.

Event description:
Related manufacturer reference number: 1627487-2021-02165, and 1627487-2021-02166 it was reported that the patient experienced discomfort at the ipg and lead sites. Dr. (B)(6) revised the pocket multiple times with no resolution. As a result, the system was explanted on (B)(6) 2021.